Manufacturer narrative:
Product has not been received yet for evaluation.

Event description:
It was reported that the blade left metal debris in the joint. All metal pieces were removed from the patient. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - one helicut blade was returned for evaluation. Visual assessment confirmed the reported shedding. The inner diameter of the sheath shows material galling. Functional inspection was performed and the inner blade rotated freely within the outer sheath, no friction was felt in the unloaded condition. The sheath is bent. The condition of the device indicates an excessive side-load was applied during use. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).